Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product will be sent to zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a split thickness skin graft reconstruction of the right foot (wound infection), the zimmer dermatome did not take a complete skin graft. The dermatome mesher was sequestered along with the blade and will be sent to the vendor for evaluation. There was no harm to patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. The device history record (DHR) for the zimmer dermatome blade, part number 00880000010 and lot number 63689629, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) and medical center that a zimmer dermatome blade did not take a complete skin graft. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.